Event description:
Event description guidant received information that the patient with this implantable ventricular lead presented to the ER with syncope. She had been wearing a holter monitor for prior syncopal episodes. The holter showed complete heart block with intermittent capture in the ventricles. The physician has done some testing and all thresholds and impedances were fine.